Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. Date of issue is an approximation. The patient stated they were in a cabin of a docked riverboat and at around 7:30am-8:00am, they had an upset stomach. The patient checked the receiver and it was displaying 60mg/dl and checked their finger stick reading and the meter was displaying 600mg/dl. The patient stated they passed out and his wife pressed the emergency button in the cabin. The captain and a safety officer came to the cabin and called for the local emergency medical services. When the emts arrived, they transported the patient to the hospital where they were treated with insulin in the emergency room (ER). It was indicated that the patient was moved from the ER to the intensive care unit (ICU) and was discharged on (B)(6) 2018. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Reportedly, the patient wore the sensor beyond seven days. Labeling indicates: g5 mobile sensor sessions last seven days.